Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during drain two of four. The home patient was connected at the time of the alarm. During troubleshooting, it was noted that the connection between the cassette and transfer set was loose due to the patient not ensuring that the connection was secure. The technical service representative reviewed proper procedures with the care giver, assisted the care giver to clear the alarm and end therapy in an aseptic manner. The patient was to complete therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned for analysis; therefore, no evaluation could be performed. A loose connection between the transfer set and the patient line which was due to the patient not connecting them securely. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide also provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.